Event description:
It was reported that patient presented in clinic after receiving a vibratory alert. Interrogation revealed the battery voltage was below eol. Premature battery depletion suspected. The ICD was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. With a replacement battery attached, the device tested normal and all specifications were met. No source of high drain current was found. The battery was sent to the vendor for further evaluation and no anomaly was found. The cause of the battery depletion was not determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.